Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, e1, e4, g4, h2, h10. G5 - the product is not a combination product. The event could not be confirmed as the product was not returned. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g reference 3035890022, lot number a646cj2508, were manufactured on 20 april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 7 similar complaints have been recorded for biomet bone cement 2x40 g, batch a646cj2508 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. This issue was found before surgery. No known adverse event was reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g reference 3035890022, lot number a646cj2508, were manufactured on 20 april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. Found this issue before surgery.